Event description:
Patient received a routine examination and during the exam experienced pain in the chest area. Patient was brought to the ER. Imaging was completed and it appeared that the sensing lead tip was in the pleural space. Physician brought the patient into the or to remove the ipg and sensor lead. Upon removal of the lead tip the lung pressure dropped. Albuterol was provided and the pressure normalized. Physician suspects the sensing lead tip was pushing on the pleura.